Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's screen turned white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnect flex cable that was misaligned. The cable was reseated to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.